Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0x0c8, implanted: (B)(6) 2015, product type lead; product ID 3387s-40, lot # va0x0c8, implanted: (B)(6) 2015, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015 product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, product type extension. (B)(4).

Event description:
A health care provider reported that when at the (B)(6),someone turned the patient's ins (implantable neurostimulator) on for the first time a day prior to the report and patient got shocked at the pocket site. They turned stimulation up to .5v with the following settings 3+ 2- 60us 130 hz. It got worse when the patient moved their head up or to the left. The change in therapy and symptoms were considered sudden. The impedance was taken for a right "vim" lead connected to the left battery and it read as c0 118ohms c1 116ohms c2 103ohms c3 106ohms 01 25ohms 02 31ohms 03 24ohms 12 27ohms 13 47ohms 23 80ohms. A week later, a company representative reported that the patient might have a broken extension as contacts were showing abnormal impedances. The issue was discovered a week prior when the patient went in for programming. Additional information received from health provider reported that troubleshooting was performed including: chest, skull xrays and impedance tests, turn the device off. The cause of shocking and low impedance was determined and it was related to the extensions wire. The extensions were replaced and problems were resolved. The patient's indication for use is essential tremor and movement disorders